Event description:
The customer reported that the system had a bad iris position, and it did not expose. The monitor held the last image then went blank.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep was unable to reproduce the problem. He found that the interconnect cable was worn so he replaced the cable. The system operates as intended.